Event description:
During central processing, the user facility identified a broken cable on the large suturecut needle driver instrument . No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.04 in length. No damage was found on the pulley. One grip close cable was derailed at the distal idler pulley. The grips were still able to open and close but the movement may not be precise. No damage was found on the distal idler pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.